Manufacturer narrative:
Information references the main component of the system. Other relevant devices are: etlw1616c124e , s/n: (B)(4); use by date: 21-feb-2019; upn # (B)(4) etlw1616c93e , s/n: (B)(4); use by date: 03-jan-2019; upn # (B)(4) etlw1613c156e , s/n: (B)(4); use by date: 14-feb-2019; upn # (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 71mm abdominal aortic aneurysm. It was reported that the patient presented emergently with a cold leg on an unknown date. As per the physician, this was due to an occluded endurant stent graft iliac limb and this was resolved with the successful implantation of a bare metal stent. As per the physician, the cause of the occlusion is anatomy-related due to tortuous anatomy leading to an outflow issue. It is reported that the patient subsequently expired approximately 1.5-month post index procedure due to dic (disseminated intravascular coagulation). The cause of the death was not determined. No additional clinical sequelae were reported.